Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the alarm log. The event log that had been recorded at the time of the device-inoperative was analyzed. It was established that the writing of the event log had been processed incorrectly. In light of these results, an abnormality was considered to have occurred in data processing within the device at the time of the phenomenon. In order to enhance the reliability of internal data processing, the software has been upgraded to the latest version 3.6.1.